Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that the patient was scheduled for a lead revision and an x-ray confirmed the lead moved. The hcp wanted to ensure that a representative would be present after the procedure for ins programming due to schedule changes. After speaking to someone on another phone the hcp was all set and had to abruptly end the call before further information could be collected. The hcp said "trial patient" as they were ending the call. No further complications reported.